Manufacturer narrative:
(B)(4). Date of initial report: 09/19/2016. The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that sealing was incomplete on the 8th attempt during a laparoscopic nephrectomy. This was duplicated a few times after the original issue. It was reported that end tones were heard, but it is not known if regrasp alarms were heard. There was no bleeding and no injury to the patient.

Manufacturer narrative:
Covidien reference # : (B)(4). Date of initial report : 09/19/2016. Date of follow-up report: 10/14/2016. The reported condition that the device would not seal completely was not confirmed. Functional testing was performed with the returned device on porcine kidney tissue. Multiple seals on various size vessels were made. All seal cycles were completed satisfactorily and end tones were heard indicating completed activation cycles. The investigation found the device to function normally and within specifications. Manufacturing non-conformances were reviewed. No entries pertinent to the customer's report were noted.